Event description:
Hcp reported the pt presented with signs of withdrawal including itching and an increase in spasticity. The refill date was set two days prior to the alarm date. The hcp believes the pt is very sensitive to the therapy. The pump was then refilled that day. It is reported the pt's symptoms resolved following the refill.